Event description:
Pt reported their back to back test readings on their ss meter were 150 and 220 mg/dl (38% difference). Tests were done within 10 minutes of each other using different finger sticks. No symptoms were reported. Control solution test reading was in range. Pt stated they are still learning how to use their meter. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.